Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6) to english: he placed the needle in the pen and noticed that no insulin came out.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6) to english: he placed the needle in the pen and noticed that no insulin came out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: cpf: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from portuguese to english: he placed the needle in the pen and noticed that no insulin came out.

Manufacturer narrative:
H6: investigation summary: customer returned images of 2 used 4mm, 32 gauge nano pen needles. No other identification was available. The images show that one pen needles had a bent needle on the non-patient side of the hub¿s needle cannula while the other had a broken needle on the same side. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd found that one pen needle had become bent and the other had been broken on the non-patient side. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use.